Event description:
Boston scientific received information that during the implant procedure; this right ventricular lead exhibited inadequate sensing and thresholds. The lead was attempted to be removed, however, the helix mechanism could not be retracted. The lead was then pulled with the helix still extended. The helix broke off and remained in the right ventricular septum of the patient. The rest of the lead was removed and a new lead was successfully implanted. The procedure was completed and the patient discharged from the hospital. The explanted portion of the lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
To date, the explanted portion of the lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly evaluated. The helix mechanism was extended, and the helix was confirmed to be broken off at the base of the mechanism. Dried blood was noted in the helix mechanism and up through the lead lumen. A stylet was returned stuck in the lead. The lead tip was noted to be bent at a six-degree angle between the helix housing and electrode ring. A laboratory technician tested the helix mechanism and found it was nonfunctional. Dried blood clogging in the helix mechanism was likely the root cause of the helix mechanism difficulty. Then, the force used to remove the helix from the heart tissue by pulling exceeded the strength of the helix, resulting in the helix to become fractured.

Event description:
---